Event description:
The hcp reported that the pump was explanted after implant duration of 17 months due to "suspected motor stall". The pt had experienced "classic withdrawal symptoms " approximately two weeks earlier. The pt was given oral opiate supplementation. The pt was receiving morphine sulfate and clonidine via the drug delivery system. A dye study was performed-date and results are unk. The pump was replaced with another device.